Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 14424937.

Event description:
It was reported that the patient experienced rib pain. Database analysis of battery discharge and charge profiles were observed and revealed no anomalies. The physician believed that the patients pain was not device related. All device components were explanted and were discarded.